Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 24 mmol/l at the time of incident. The customer was treated for high blood glucose with insulin pump and pen. The customer was reported that an ambulance will come. Customer was changed infusion set half an hour ago. Customer refused troubleshooting. Customer did not feel well, did not had any occlusion alarms. Customer was advised to monitor blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.